Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable cardioverter defibrillator (ICD) battery had been dead for one year and the device never alarmed. The patient reported passing out at home and arriving in the intensive care unit (ICU). The device was explanted and replaced. No further patient complications have been reported as a result of this event.